Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. In addition, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. In addition, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). G2: foreign: netherlands. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02669. 0001825034 - 2023 - 02670 . 0001825034 - 2023 - 02671. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Event description:
It was reported that 9 years post implantation, the patient fell resulting in pain. There is no additional information available at the time of this report.